Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed a user advisory "(ua)18" (max take-up revolution exceeded) error message was confirmed during functional testing and based on the archive data review. The root cause of the ua18 error was due to an unplugged load cell amp cable which caused the processor to not receive data from the load cells, likely due to the wear and tear or could be due to user mishandling, as indicated by the physical damages observed during the visual inspection. The autopulse platform was manufactured in march 2008, and it is over 13 years old, beyond its expected service life of 5 years. Visual inspection revealed a cracked top cover, front enclosure, bottom enclosure and battery compartment, unrelated to the reported complaint. These types of physical damages are likely attributed to user mishandling, such as a drop. The damages parts needs to be replaced to address these issues. The sounder (buzzer) was weak and low toned, likely due to wear and tear. The sounder needs to be replaced. During archive data review, observed multiple ua18 (maximum takeup depth exceeded) on the reported event date, thus confirming the reported complaint. Also, related to the reported complaint, multiple fault code 42 (force overload detected by hardware) occurred. Fault code 42 error was due to an unplugged load cell amp cable. To remedy the fault code 42 issue, the load cell amp cable was reseated. In addition, unrelated to the reported complaint, multiple fault code16 (timeout during takeup), ua12 (lifeband not detected) and ua45 (drive shaft not at home position) errors observed in the archive. As a precautionary measure, the brake gap was cleaned and adjusted to address fault code 16 error and the reset switch was adjusted to address ua12 error. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to the ua18 error message displayed upon powering on, thus confirming the reported complaint. To remedy the issue, the load cell amp cable was reseated. Waiting on customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory "(ua)18" (max take-up revolution exceeded) error message. Customer replaced the lifeband and placed the drive shaft at "home" position but issue persisted. No patient involvement.